Event description:
It was reported that there was no stimulation sensation. It was noted that the implantable neurostimulator (ins) "quit working about a week or two" prior to the date of this report. It was further reported that the patient had "a lot of pain" in the "upper right chest" which moved down to the "right lower shoulder blade" and went down the right side, where the ins was located. The patient was not sure what caused the pain. It was noted that the patient was not able to adjust stimulation. The batteries in the patient programmer were changed but it was not working. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0124844v, implanted: (B)(6), 2002, product type: lead. Product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension product. ID 7495lz25, serial# (B)(4), implanted: (B)(6), 2002, product type: extension. Product ID 3487a-33, lot# j0124844v, implanted: (B)(6), 2002, product type: lead. Product ID 7435, serial# (B)(4), implanted: (B)(6), 2002, product type: programmer. (B)(4).